Event description:
It was reported that during the left ventricular (lv) lead revision procedure, when passing the wire in the lv lead, the right atrial (ra) lead became dislodged. The ra lead was successfully repositioned back into the ra appendage and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.